Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. The patient reported that there was poor telemetry or no telemetry with recharging. The patient reported that the ins was taking too long to charge. The rep stated that it takes her 8-10 hours a night to charge. The patient stated that she was laying on it all night and is black and blue (at the ins site) from laying on it. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported it still takes a long time but they have adjusted to it. No cause was known as it had reportedly always been that way. No further complications reported/anticipated.